Manufacturer narrative:
The alarm was evaluated by the manufacturer. The alarm passed all testing, and functioned as intended.

Event description:
The customer alleged that during preparation for use the audio alarm intermittently functioned. It was noted to "not work then work when they touched it". The nellcor puritan-bennett customer support engineer (npb cse) inspected the device, could not duplicate the reported problem and replaced the alarm kit as a precaution. The unit passed extended self testing. It is not verified that the alarm was intermittent, and no malfunction may have occurred. The eval lab tested the alarm extensively and found it functional. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.